Event description:
It was reported to philips that the system did not boot up successfully the device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse found that the suite pc was not powering up due to disk drive not starting up properly. Fse replaced the suite pc which resolved the reported problem. The replaced suite pc was returned for analysis and the part analysis indicated that the hard disk drive(hdd) bay was faulty. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of suite pc. The codes were updated based on the investigation outcome.